Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was fully pressed and flush with the handle, but after removal from the patient, the plug had not detached from the exoseal vcd. Hemostasis was achieved by manual compression. There was no reported patient injury. One exoseal vcd was used on the patient. The device was stored and prepared per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. There was no issue with or damage to the deployment lever. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was completely inside the shaft. The indicator wire was still visible when the device was removed. The procedure was performed using a retrograde approach. The exoseal vcd was used in an interventional procedure. Suitability of the femoral artery was confirmed by angiography, including verification that the insertion angle of the vascular sheath introducer was 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no visible calcium, plaque, access vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to the procedure. Before use of the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician was certified in the use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.